Event description:
During preventative maintenance at zoll service depot, the drivetrain motor brake gap on the autopulse platform (sn (B)(6) was found to be too wide, out of specification, and could not be adjusted. No patient involvement.

Manufacturer narrative:
During preventative maintenance at zoll service depot, the autopulse platform (sn(B)(6) passed the initial functional testing with no faults or errors detected. However, during additional testing, the drivetrain motor brake gap was found to be too wide and out of specification. The brake could not be adjusted because the two m3-.5 x 4mm set screws continued to settle back into their previous position. As a result, the brake gap continued to open beyond specification. To resolve this issue, the drivetrain motor assembly must be replaced. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).